Event description:
The user facility reported that during a therapeutic colonoscopy with polypectomy, the polyloop became stuck at the base of a large polyp located in the sigmoid colon. The physician cut the handle of the device and withdrew the sheath of the polyloop from the colonoscope. A non-olympus clip was said to have been placed at the base of the polyp, and a non-olympus knife and electrosurgical unit was used to remove the polyp and polyloop. The patient was released from the user facility the same day with no known complications. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The device was received in a biohazardous condition, which limited the evaluation to visual inspection only. The device was received with the endoloop attached to the distal end, and the handle was cut from the proximal end of the loop. The yellow tube joint was absent. The device has been forwarded to the original equipment manufacturer (OEM) for further investigation. The exact cause of the user's experience could not conclusively determined at this time. If additional significant information becomes available, a supplemental report will be provided. This report is being submitted as an MDR in an abundance of caution.